Manufacturer narrative:
Device was used for treatment, not diagnosis. Add'l pro code: hwc. Device has not been explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part number: 04.501.010, lot number 8421146 and part number: 04.501.011, lot number 8421139 were used for the procedure; however, at this time it is not known which parts are affected. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows. It was reported that after undergoing an operation using the matrixrib ttsh, the patient learned from an x-ray that the screw loosened causing the splint head and screw to come out of the bone. The patient is in stable condition.